Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing, while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported, unspecified low scanned values, while a customer was wearing the adc freestyle libre sensor. An unspecified high blood glucose test was obtained, during the troubleshooting process. And the customer experienced almost losing consciousness. The customer was then brought to the hospital. The caregiver called and stated, the customer is currently still in the hospital. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported unspecified low scanned values while a customer was wearing the adc freestyle libre sensor. An unspecified high blood glucose test was obtained during the troubleshooting process and the customer experienced almost losing consciousness. The customer was then brought to the hospital. The caregiver called and stated the customer is currently still in the hospital. No further information was provided. There was no report of death or permanent injury.